Event description:
The pt reported she received a 04 (occlusion) alarm on her insulin infusion device while trying to run a bolus. She stated she changed her infusion set tubing and headset to day and changed the adapter and piston rod yesterday. To troubleshoot, the pt was instructed to disconnect from her infusion headset and run a prime with the tubing connected. She received a 04 alarm. The pt was then instructed to run a prime with the tubing disconnected with the same results. The pt was instructed to run an empty prime which went through without error. The pt was instructed to change the tubing and run a prime and the device displayed a 04. She was advised to change her insulin cartridge but she stated, she could not do, so while on the phone. She stated the expiration date on her cartridges is 6-2008. Courtesy infusion sets and cartridges were sent to the pt. On follow up, the pt stated she has switched to a new insulin infusion device and is doing fine. The pt did not reported blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.